Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction for the front panel not working would likely be corrosion on the front panel board and looks like water/liquid has leaked inside the device, and for the malfunction water penetrates into the device no presume cause was identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the video system center's panel does not work. The event was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective front panel. Water has ingressed into the equipment. Additional evaluation findings are as follows: there was an external defect, internal dust accumulation, and the video connector lock function was not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.